Event description:
It was reported that one and a half hours into a da vinci total hysterectomy procedure and while retracting the patient's uterus, the surgical staff noticed arcing through the tip cover accessory installed on the monopolar curved scissor (mcs) instrument. Upon inspection, an isi rep noticed three holes in the tip cover accessory. The tip cover was replaced and the surgical procedure was completed without further issues and no patient harm was reported. It was also reported the esu settings were at 40 and that inter-operative instrument collisions had occurred. The patient was reported as recovering well with no complications.

Manufacturer narrative:
The tip cover accesory was returned and evaluated. Per the customer reported complaint, engineering found four holes burned though the silicon with material removal and localized melting indicative of arcing. The holes are all under .015" in size with varying shapes (round and oblong), and are located from .190" to .350" above the silicone to sleeve interface. Multiple holes indicate multiple arcing events occured. Engineering also found various mechanical tears in the general vicinity of the holes. It has been concluded that tearing may have been caused by instrument collisions. In addition, high generator settings may have also contributed to arcing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.